Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds as well as high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: vedr01 implantable pulse generator (ipg) (B)(6) 2009 4076 implantable pacing lead (B)(6) 2009. (B)(4).